Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer's spouse called to report that since her husband had a multifocal intraocular lens (iol) implanted in his right eye, he has had blurry vision at distance and near points. The lens was noted by the surgeon to be decentered and was repositioned two months after initial implantation and then had to be repositioned again four months post initial implantation. The consumer was told by the surgeon that his eye had swelling in the retina after the last repositioning procedure. The consumer was prescribed anti-inflammatory eye drops to use four times a day. He will continue to follow up with the surgeon for postoperative care. The consumer's request, the surgeon was not contacted.